Event description:
Related manufacturer reference number: 2938836-2019-04049. It was reported that during remote follow-up, high threshold on ra lead and noise on rv lead were observed. Ra and rv leads were explanted and replaced. Patient¿s condition was stable during and post-procedure..

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.